Manufacturer narrative:
The user facility confirmed that the device would not be returned to olympus but to a contracted third party repair facility. However, should additional information become available prior to the conclusion of the investigation, a supplemental report will be provided.

Event description:
It was reported, that an unspecified olympus scope was used during a percutaneous tracheotomy procedure. According to the initial reporter, the needle went through the scope. Reportedly, the anesthesiologist new the needle went through as it makes a specific sound. The procedure was completed successfully. There was no medical intervention required, no patient injury or delay in procedure.